Event description:
Customer reportedly rec'd the following results on the advantage system within 10 minutes: 235 mg/dl and 95 mg/dl; 235 mg/dl and 85 mg/dl; 66 mg/dl and 107 mg/dl; and 203 mg/dl and 99 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.